Event description:
It was reported through a research article identifying that the implantable cardioverter defibrillator was related to failure to capture and no low voltage output. No changes or intervention was reported. Patient condition was unknown

Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.